Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial implant during a routine follow up, a 3a endoleak was identified. Reportedly, the patient is stable and is pending a re-intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3a endoleak (aortic) was confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an aneurysm enlargement also occurred. The most likely causation for the type 3a endoleak (aortic) is anatomy related and the most likely causation for the aneurysm enlargement is the 3a endoleak. The final patient status was reported as being monitored pending re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial implant during a routine follow up, a 3a endoleak was identified. Reportedly, the patient is stable and is pending a re-intervention. Additional information: the clinical assessment determined that there was evidence to reasonable suggest an aneurysm enlargement also occurred.